Event description:
It was reported an issue with dafilon suture. The client reported that when doctor performed surgery, it was found that the thread came out of the needle during the procedure. Hence, he needed to repeat suturing on patient's fascia. Additional information: it is confirmed that this case is the needle is too blunt, not suture detachment. Also, for the type of surgery, it was used for leg surgery (to close the skin). 'Dr performed surgery, it was found that the needle is too blunt, therefore, he needed to put more effort to perform the procedure.'

Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding another issue. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Needle penetration performance results (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.386 n, 0.362 n and 0.405 n and fulfilled the specification (<0.480 n). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.